Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while removing the cap on a bd precision glide¿ needle, foreign matter (described as ¿glue pops off in small chunks¿) fell from the device. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7114543 had 177 visual inspections performed on (B)(4) parts with one rejection noted for epoxy dripovers. Three needles were returned. All three had loose epoxy flakes in the shield caused by epoxy dripovers on the hub breaking loose. Possible root causes: epoxy dripover: generally occurs when the epoxy applicator fails to shut off for a missing cannula. Corrective/preventative action: here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.